Event description:
It was reported that during a prostate procedure, the cap of the surgical fiber detached; it is unk whether the cap became detached inside or outside of the pt; however, the cap was reported to have been kept. The procedure was completed using a second fiber. It was additionally reported, that there were no "damages" to the pt.